Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off and te recognition tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off and te recognition tests. The cause of the failed test was a damaged black pulse wire inside the trunk cable. The cause for the damaged wire was a cut through the trunk cable. The root cause of the cut cable was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged wire. The last pt to use this electrode belt did not report any problems.